Event description:
It has been reported the pt has been experiencing difficulties communicating the ipg with both the charging system and the pt programmer. The pt stated the pt programmer shows the ipg is half full and when she attempts to recharge, the charger shows the ipg is full after about two minutes. The pt also reported during the locating process of the programmer, she feels a pulsating sensation in the area of the ipg with each beep of the programmer. In an effort to resolve the issue, a replacement charging system was sent to the pt which resolved the pulsing sensation issue, but the battery issue remains. The pt is working with her physician and the sjm rep to determine the next course of action.

Manufacturer narrative:
Add'l: 1627487-05242011-003-r. This ipg serial number is located in the field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.